Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and several shocks for what appears to be a supraventricular tachycardia. Technical services (ts) was consulted and upon review it was noted that towards the end of the episode, after a shock was delivered, the rhythm went to the ventricular fibrillation (vf) zone and therapy was exhausted. Ts advised on further review of the episodes with the physician. No additional adverse patient effects were reported. This device remains in service.